Manufacturer narrative:
Device evaluation: review of manufacturing records found the device met all release criteria. Visual inspection and x-ray images of the returned product confirmed the end cap was unthreaded from the housing tube. This issue was previously identified and addressed through the CAPA process, and communicated through field action z-1898-2020.

Event description:
No additional information was provided.

Event description:
No additional information was provided.

Manufacturer narrative:
Device evaluation: upon return, visual inspection of the magec rod revealed the end cap disengagement. The end cap disengagement is a previously known failure that can occur due to insufficient torque being applied to the end cap during assembly. Review of work order revealed the rod passed inspection. Per reported failure, functional testing was not applicable. Device records review: device history records reveal that the rod was visually inspected and functionally tested prior to release.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any pertinent additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the end cap was disengaged from the left side rod. Normal wear debris was found on the rod during explant. No patient harm was reported.